Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous, concentric and moderately calcified de novo mid right coronary artery that was 100% stenosed. Pre-dilatation was done with an unspecified balloon dilatation catheter, and then a 2.0 x 15 mm mini trek was advanced. The device met initial resistance with the anatomy but could cross the lesion. However, the balloon ruptured at 6 atmospheres during the first inflation. Therefore, the device was replaced with an unspecified balloon catheter to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.